Event description:
Infant being assessed when nurse smelled electrical smoke. Smoke seen above isolette. Infant removed from isolette immediately and placed in a clean isolette. Change nurse notified. Security called. Hospital biomedical called and notified. Biomedical sheet filled out and isolette taken to dirty utility room to be cleaned. No problems with infant.